Event description:
It was reported during the implant procedure that the lead's helix would not deploy in the patient, high impedances were experienced as the "helix would not fully extend in spite of at least 75 turns with rotation tool, undeploying and attempting redeployment." The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however, blood was noted in the helix mechanism on visual inspection.